Event description:
The customer reported to beckman coulter (bec) that there was a leak of clear fluid dripping from under the coulter lh 750 hematology analyzer. The volume of the leak was 5 ml and was not contained within the unit. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
The customer found a hole in the tubing going into the differential mix chamber. The customer replaced the tubing that fixed the leak. Failure mode was related to a hole in the tubing going into the differential mix chamber. (B)(4).